Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. No reported adverse impact to the customer's blood glucose. Customer declined troubleshooting with tandem technical support. Customer continued to use the pump insulin therapy.